Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. It was reported that pump had emitted multiple loss of prime warnings each day for a month. The patient had changed the cartridge multiple times using cartridges from different boxes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/22/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/09/2014 with the following findings: during investigation, the pump history was reviewed and showed evidence of ¿loss of prime¿ due a low non-zero force. The ezprime sequence and 24 hour duration test were successfully completed with no loss of prime occurring. The force sensor calibration reading was found to be out of specification. The pump cover was removed and the force sensor resistance was found to be within specification. There was no contamination or damage to the force sensor circuit observed. The complaint was confirmed in the pump history but was not duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.